Event description:
It was reported an 8f angio-seal device millennium platform was used to seal the left femoral arteriotomy site post percutaneous coronary intervention. The pt had recent procedures where angio-seals were used to close the arteriotomy sites. The physician stated the restick puncture on the left femoral arteriotomy was hard to place the sheath and a small hematoma remained from the previous procedure. The angio-seal deployed successfully with hemostasis. The pt was discharged. The next day, the pt returned to the hosp with fever and swelling at the puncture site. An ultrasound revealed a pseudoaneurysm. One week later, the pt underwent surgical intervention for debridment for infection at the groin site and repair of the pseudoaneurysm. The angio-seal was removed.